Event description:
It was reported that right atrial (ra) lead showed oversensing of far field r-wave (ffrw) and small p-waves. The post-ventricular atrial blanking (pvab) period had already been programmed. Decreased sensitivity was unable to resolve the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694965 lead, implanted (B)(6) 2007. (B)(4).